Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss with unknown duration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was not performed because it was not available. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.